Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the isi core controller (icc) for failure analysis (fa) testing and intermittent error 86 occurred sometimes after successful startup and homing. Fa replaced the intuitive surgical core power distribution (ipd) tray, but the error returned. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the isi core controller (icc) to resolve the issue. The system was tested and verified as ready for use. Isi has received the icc for failure analysis testing, but the analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, ports had been placed, but the system was not docked when non-recoverable error 86 occurred on the vision side cart (vsc). The customer performed power cycles and a breaker reset of the vsc on the second power cycle, and then the system powered on with no errors. At the time, the customer was going to attempt to continue with the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the system functionality was checked upon powering on the system and the system did initially power on without errors. The procedure could not be completed due to recurring errors on the system. The procedure was ultimately aborted/cancelled.